Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000093-2007-01722. It was reported that 728 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 90% stenosed, 38mm long portion of the mid left anterior descending (mid lad) artery with in-stent restenosis of a previously placed stent. The physician treated the lesion with predilatation and successful placement of two overlapping 2.5 x 24 mm taxus express2 study stents with a 3mm overlap. Residual stenosis was 0%. At 728 days after the index procedure, the patient required a tvr of the mid lad. The patient was treated for focal in-stent restenosis with the placement of a non bsc stent. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.